Event description:
Caller reported experiencing an alarm 2 followed by alarm 26 while using their tandem mobi infusion set and cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Cts noted the customer experienced frequent occlusion issues and advised resuming pump therapy, suggesting contacting cts if problems persisted for further assistance.